Event description:
It was reported that the patient complained of right inguinal discomfort with the reservoir of his inflatable penile prosthesis (ipp). A surgical procedure was performed in which the reservoir was drained and capped. Another reservoir was implanted in the left side of the patent's abdomen. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The patient also complained of pain. The specific issue with the reservoir is not known. There were no further patient adverse effects.